Event description:
The following has been reported: unspecified quality concerns. Out of box failure. A preliminary review of the logs could not be performed as no logs were received for evaluation. Therefore, the device was returned for evaluation. Upon return, scratches were found on the handle of the device. Additionally, the device was not able to recognize the secondary port of tubing sets during testing. Additionally, once reverted to manufacturing mode, the pump failed set ID functional testing. No additional damage or fault was identified. Reporting as a conservative measure for the failed set ID. No adverse effects were reported.